Manufacturer narrative:
The device was returned for evaluation. All available information was investigated and the reported unintended movement of sleeve steering issue was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported sleeve steering issue. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This will be filed to report sleeve steering issue. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced into the steerable guide catheter (sgc), and at this time, the alignment markers were checked to be aligned correctly. Then, after reaching the straddle position, the clip moved backwards in an unintended direction when the m knob was turned. Therefore, the cds was replaced and the procedure was carried out with the new cds without any problems. One clip was implanted, reducing mr to 2. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.